Event description:
A caller reported a cartridge alarm 20 issue with their insulin pump, but it did not adversely impact the customer's blood glucose levels. To resolve the issue, technical support arranged for the replacement of the pump, which was still under warranty, and ensured it would include updated software. The customer, who does not use fsl2+ sensors, was informed to use multiple daily injections (mdi) as a backup therapy in the interim and was instructed on handling pump storage and returning the faulty pump. Instructions on programming their pump settings and connecting their continuous glucose monitor (cgm) to the new pump were provided, and the customer acknowledged all guidance.